Event description:
During a patient lap-banding procedure, the surgeon noticed that the left instrument delivery tube on the spider device was not functioning properly. At end of case, surgeon saw through the endoscope that link arm detached. Upon retrieval of spider, surgeon noted three broken pieces. Surgeon retrieved all broken parts. No injury or impact to patient care was reported. The device was returned to transenterix, inc. For evaluation.